Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-mar-2025 investigation summary bd received two samples for investigation. Out of these, only one sample was eligible for testing as the other sample arrived with the stopper assembly detached from the tube. The returned sample along with ten retention sample underwent functional testing and no caps/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes there were stopper pops off seen in 10 tubes during collection and handling of the tubes leading to leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes there were stopper pops off seen in 10 tubes during collection and handling of the tubes leading to leakage. No adverse impact was reported regarding the patient or user.